Event description:
Pt had two pta (percutaneous transluminal angioplasty) stents to bilateral iliacs. Also had ptca (percutaneous transluminal coronary angioplasty) and cypher stent placed in rca (right coronary artery). 1.5 hours after arrival to the room post procedure-pt developed nausea, chest pain and EKG changes. Approximately 2 hours after the original insertion, the pt was taken back to the catheterization lab. There was total closure of the rca lesion at the stent implantation. Multiple inflations of a balloon was performed at the site- decreasing the occlusion to 40%. Positive for mi (myocardial infarction). Pt was on anticoagulants for 4 days then discharged home in stable condition.